Manufacturer narrative:
UDI number for the lot is as follows: lot 14067260: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the recommended introducer sheath size for introduction of the contralateral leg component is a 12 fr. Introducer sheath. Additionally, the IFU states that gore® introducer sheaths are recommended for use with gore® excluder® aaa endoprostheses. The IFU, further states do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.

Event description:
On an unknown date, the patient underwent treatment of an unknown etiology whereby a cook endograft was implanted. On an unknown date, follow-up imaging revealed a distal type I endoleak on the previously implanted cook device. On (B)(6) 2017, an additional procedure was performed to treat the endoleak. The internal iliac artery was coil embolized, and a gore® excluder® aaa endoprosthesis contralateral leg component was advanced through an 11 fr cordis ® introducer sheath and implanted for distal extension on the cook device. According to the report, during withdrawal of the delivery catheter, notable resistance was encountered and the catheter was forcibly removed. Angiography reportedly showed the leading olive and polyimide guidewire lumen had completely detached from the delivery catheter and remained in the patient at the level of the renal arteries. A snare catheter was used to retrieve the detached olive and polyimide wire lumen from inside the patient. The procedure concluded without any further complications, and the patient tolerated the procedure. Reportedly, the cause of the leading olive/polyimide guidewire lumen separation is unknown, however it was reported the use of the 11 fr introducer sheath was undersized for use with the gore® excluder® aaa endoprosthesis. The delivery catheter was reported to have been discarded by facility and therefore is not available for evaluation.